Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the delivery issue could not be determined. Added-h6 problem code 2524.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a female of unknown age, ethnicity, and race was to be implanted with an impella rp device for mechanical circulatory support. It was reported that after multiple attempts the physician aborted the implant due to being unable to pass the right ventricle.